Event description:
The customer reported obtaining quality control (qc) fliers on cardiac assays involving the access 2 immunoassay analyzer. The customer did not report of any affect to patient results in connection with this event.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported obtaining fliers on cardiac assays involving the access® 2 immunoassay analyzer. The customer indicated that the issue occurred more significantly with creatinine kinase (access ck-mb), troponin (access accutni), and myoglobin (access myoglobin). There was no report of change or affect to patient treatment in connection with this event. The customer did not provide any patient data for this event. The customer provided a system check data which passed all measured parameters. Calibrations for all three cardiac assays (creatinine kinase, troponin, and myoglobin) recovered within specifications. The customer provided only ck-mb quality control (qc) results in which random outliers were observed.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the instrument generated twenty-four ultrasonic failure error messages within a period of five weeks as indicated in the instrument's event log. The fse proceeded to replace the ultrasonics transducer to resolve the issue and verified the repair as per established procedures. Failure mode of the event is attributed to the ultrasonics transducer. Beckman coulter internal identifier for this report is (B)(4).